Event description:
The perfusionist reported that during a procedure that occurred in 2008, the arterial sample line disconnected from the outlet of the oxygenator. Blood and crystalloid were given to compensate for the blood loss. There were no reports of injury and the pt was discharged.

Manufacturer narrative:
The perfusionist could not provide this info because the event occurred in 2008 and the info as well as the device are no longer available. The perfusionist reported that during a case, the arterial sample line disconnected from the outlet of the oxygenator. The perfusionist stated that this event was not originally reported to sorin group USA. At that time, they felt the disconnection was not an oxygenator issue but may have been the result of not checking the connection. Sorin group (B) (4) has been made aware of this event. Without the product or associated lot number, the cause cannot be further evaluated. On (B) (6) 2009, the perfusionist experienced an arterial sample line disconnect during the case. A medwatch report, number 1718850-2009-00029, was filed on july 31, 2009. When reporting the july 2nd event to sorin group USA, the perfusionist anecdotally included the incident that occurred in 2008. He stated that he mentioned, it just in case the two incidents were related. The 2008 issue was not originally filed. After review, it was determined to report this event even though the perfusionist could not provide detailed info. Therefore, this medwatch report is being filed late.